Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with the display of malf 12 on the pump. There was no reported impact on the customer's blood glucose level. Technical support confirmed the pump was under warranty and decided to replace it. The customer had no backup therapy available and planned to consult with a healthcare provider.